Event description:
Pt's husband found her passed out on the floor. He tried to administer sugar and glycogen but she did not respond. Her blood glucose level was 40 and she had a fever of 103 degrees. Antibiotics were administered and she was given a cat scan. Pt had "hypoglycemic unawareness." She has given herself boluses in the past when her blood glucose level was low. Her total insulin infusion was 112 iu since midnight. Her normal basal total is 19.4 iu per day with an additional 10 - 15 iu per meal bolus. Hospitalized for hypoglycemia. Was in a seizure when her husband came home from work. Admitted to hosp, 3.6 very low. Total given since midnight was 112.0. She has in the past bolused when her blood glucose is low. They think this might have happened. Description of treatment at hospital: insulin IV drip. Antibiotics, cat scan.